Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 60% to 40% within the same minute. Additionally, the customer reported receiving an inaccurate fill estimate after the cartridge was filled with 300 units of insulin. The customer declined to perform troubleshooting on the reported event. There was no impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.